Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The vessel was moderately tortuous and severely calcified. It was reported that the stent graft was inserted into the pt without the use of an introducer sheath. While the stent graft was being advanced at a 90-degree angled area, the artery was dissected. It was reported that the physician controlled the bleeding with his finger because the dissection was close to the surface. The pt was converted to open repair and the procedure went well. No additional sequelae were reported and the pt is reported to be fine.